Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. There was one inch white line through the display. To fix the issue, the fse replaced the lcd, video receiver cable, and mounting plate. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a solid white line through the display. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.